Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead likely had changes in impedance values that were being oversensed by the minute ventilation (mv) sensor. There were also observations of the patient condition of atrial fibrillation causing a false trigger the signal artifact monitor to switch vectors. The patient was not dependent, however the mv was turned off in response. No further information was available. No additional adverse patient effects were reported.